Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error with open book image alarm. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Instructed the customer to discontinue pump use and revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. [Per freger, mark ¿ r&d engineer: as per comlink3 log and detailed traces the open-book was generated since the critical pump error 63 (file/line=522/341) was triggered 3 times in a row. Pump error 63 was generated due to arm watchdog failure (1 st byte code = 0xc = 12) - suspecting hw issue.] Pump was cut open to perform visual inspection and found corroded pcba 1 and pcba 2. The motor had moisture damage. No damage noted on the force sensor. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Perform the history review on (B)(6) 2024 (there was no data available on the event date 22-oct-2024) in the pump history file and there were no unexpected pump error(s)/alarm(s) noted. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 63. Pump error 63 alarm due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.